Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the leakage was identified at the cassette area at an unknown timing, the procedure type was vitrectomy and surgery completion details were unknown. There was no patient impact.